Event description:
It was reported that the pt left hip surgery took place on (B)(6) 2005. Pt complains that pin in left hip is cracked and a wire was placed around it but she was unaware of this. This was brought to her attention by her primary physician who took an x-ray in a f/u visit. Pt complains of a little pain in left hip.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.